Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient¿s stimulation was turned off a couple of months ago as the patient was feeling a needle sensation at their implant site. The caller was calling to review use of the patient programmer and stated that with stimulation off the patient was peeing in their bad and in the depends, they were going to the bathroom all of the time. The caller adjusted the setting before calling and wanted to verify that they did everything correctly. The caller reported that the patient mentioned the needle sensation at the ins site quite a while ago. The caller was redirected to the healthcare provider to have the device checked and discuss the symptom and options. The caller was going to clarify where the patient felt the needle sensation as well. The patient mentioned twice that they would like to have the device taken out in the background. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The family member reported that the device was giving the patient ¿a little bit of pain¿ and they requested assistance with turning the stimulation off. With assistance, the stimulation was tuned off. When asked when this started, the family member replied ¿awhile¿ and did not provided a date or year. It was reported that the patient experienced the pain ¿right where the stimulator is¿ which was clarified to mean the actual ins implant site. The pain was further described as a ¿tingly feeling¿. The patient had no trauma or falls that could be related to the issue. The family member/patient were directed to follow up with the healthcare professional (hcp). There were no further complications reported or anticipated.